Event description:
It was reported that during a routine pump replacement procedure due to eol (end of life), the healthcare provider (hcp) was unable to remove pump connector from pump. It was difficult to remove the sutureless connector with forceps as well and it ''was jammed on.'' Hcp ''just left it attached and elected to replace the connector.'' Patient had no symptoms. Drug delivered via the device was initially indicated as morphine and later dilaudid and baclofen were reported to be infused.

Event description:
Additional information reported that this year the patient had experienced symptoms of fever, shakes, vomiting and lack of energy. It was indicated that a dye study was performed, the pump was aspirated and the flow rate was turned down. The symptoms had resolved.

Manufacturer narrative:
Programmer: 8832, serial # (B)(4); catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk. Analysis results of the returned pump and partial catheter were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product typ programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product typ catheter. Final device analysis revealed no anomalies on the pump. It was noted that a single motor stall and recovery had occurred. Microscopic examination of the sutureless connector was done before it was detached and photos were taken. It showed the white silicone boot to be peeled back slightly from the titanium housing. Also, the white silicone boot had been slightly rotated out of position by about 45 degrees. Once this occurred, pressing on the dark oval areas of the sutureless connector would not cause the retaining ring fingers to release. The only way to detach the sutureless connector was to use a microscope to determine where the sc connector needed to be pressed in order to cause the retaining ring fingers to release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).